Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) was shutting down twice. The customer switched pumps and problem resolved. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to reproduce the reported issue "unit shut down twice during use". However; the stm found two start up error code # 13. In addition, found several 111, 112, 101 errors which indicate defective executive processor board and coiled cable. The parts were ordered and the stm replaced both executive processors and the coiled cable. The unit was calibrated to factory specifications and passed all diagnostic and safety tests. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) was shutting down twice. The customer switched pumps and problem resolved. There was no harm or injury to the patient and no adverse event was reported.